Event description:
A customer reported that the equipment displayed deficient aspiration and fluid/gas exchange failure during a vitrectomy procedure. After a delay of more than 15 minutes, the case was able to be completed with the same equipment. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).